Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that the display was detached from the pump. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 6/17/2017 with the following findings: during testing, the pump powered on with normal auditory and vibration alerts. The pump¿s ¿ez-prime¿ steps were performed correctly and no alarms, errors or warnings occurred during the 24 hour duration test. During visual inspection of the pump, it was observed that the display lens was peeled off therefore this part of the initial complaint was confirmed. The display screen could be read safely therefore that part of it initial complaint could not be confirmed. (B)(4).